Event description:
It was reported that during a knee procedure, a navigation pin broke and a portion of the pin remained implanted in the pt's bone. This event caused a five minute delay in the procedure. No medical intervention or additional treatment was administered. No pt or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The user facility did not provide a lot number for this device. The pin is made of ((B)(4)) which complies with (B)(4) (for surgical implants). If additional info is received, a follow up report will be submitted.